Event description:
The pt was a difficult stick; he had to be stuck three times. The catheter was in the vein and started bleeding back. It was noticed that the catheter had broken at the adapter.

Manufacturer narrative:
The actual unit involved is not available for analysis. However, samples from reported lot number 7038855 will be returned for evaluation. Upon receipt of the samples and completion of the investigation, a supplemental report will be submitted.